Event description:
It was reported that a malfunction occurred with the code malf 0. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions to reset the pump, which resolved the malfunction without recurrence. The customer was advised to continue using the pump and to reach out if any additional issues arise.